Event description:
The 8 fr. Intra-aortic balloon leaked. This was the only info at the time of the report. On 11/13/98, the following info was reported to datascope: the intra-aortic balloon was inserted into the pt on 10/24/98 at 7:00 a.m. On 10/29/98, the intra-aortic balloon leaked and the intra-aortic balloon was removed. A second intra-aortic balloon was inserted into the pt. A vascular surgeon was consulted. The pt had a thrombosis, major ischemia and removal of the intra-aortic balloon was surgery was required. (Event complications: thrombosis/major ischemia/surgery) required - reported 11/13/98. (Pt's current status: discharged - reported 11/13/98).